Event description:
A doctor alleged that four (4) patients had experienced the debonding of restorations within one (1) to three (3) months after placement using the nx3 dual cure and the optibond xtr products. This is the third of four (4) reports.

Manufacturer narrative:
Patient specifics with regard to age, gender and weight were not provided by the doctor. The doctor either re-made the crown and cemented it or he re-cemented the crown for the patient without further incident. To date, the patient is doing fine. The product was not returned and no lot number was provided; therefore, no evaluations can be conducted.

Manufacturer narrative:
The returned product was received in a condition that made analysis impossible; therefore, an adhesive strength test of the retain sample was evaluated, yielding results within specifications. A DHR review revealed that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regard to this lot.